Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant sodium result was not reported to the physician(s). The sample was retested on an alternate instrument and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
The customer contacted the siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After evaluation of the instrument and instrument data, the cse replaced the ion selective electrode seals, dilution probe pipette probe, micro pump and valves. The cse performed probe alignments and successfully ran qc. The cause of the discordant sodium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.